Event description:
On (B)(6) 2025, an arthrex employee reported via email that a patient enrolled in the study titled ¿suture-tape augmentation of anterior cruciate ligament reconstruction: a randomized controlled trial (staclr)¿ experienced a limited range of motion six weeks post-operatively following an acl reconstruction procedure. The patient underwent a left knee diagnostic arthroscopy with adhesiolysis. The acl graft was intact and well incorporated.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex determined the most likely cause. The reported failure is most likely due to a patient-specific event. The postoperative care protocol should be tailored to each patient to promote natural healing. The complaint allegation could not be confirmed because the device was not received for evaluation, and no evidence of the reported failure was provided.